Manufacturer narrative:
The product was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the packaging was not returned. Based on the reported information the investigation determined that the reported material separation appears to be related to circumstances of the procedure. Based on the reported information there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event is estimated. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was a closure of an unspecified vessel using the pre-close technique prior to an unspecified procedure. Reportedly, a suture break occurred with a proglide device. The method of achieving hemostasis was not reported. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.